Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device prompted "unit failed" and "error 6" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical japan for evaluation. The customer's report was observed. This error occurs when the measured current through the positive-high/negative-low bridge arms during power-on self-test is outside the expected range. The device will be sent to zoll medical corporation for further evaluation. Analysis for reports of this type has not identified an increase in trend.